Manufacturer narrative:
It was reported that a revision surgery was performed for an unknown reason. After repeated requests, smith and nephew has been unable to obtain device details or the reason for revision. As device details were not made available, device history record and complaint history review cannot be completed. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. As no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) Without the requested clinical information a thorough investigation cannot be rendered. Should any additional information be provided this complaint will be re-assessed.

Event description:
It was reported that a revision surgery was performed. The cause is unknown